Event description:
The manufacturer received mw (B)(4), on (B)(6) 2020. The report alleges the ventilator was not delivering the set tidal volume. There was no patient harm or injury reported. The manufacturer contacted the reporter of the event. The ventilator was evaluated at a third party service center. The test report from the third party service center confirms the device passed all testing and was found to operate as designed.